Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) on the home choice (hc) during peritoneal dialysis, dwell 1 of 3. The technical service representative (tsr) explained the alarm to the home patient (hp) and instructed the hp to cycle the power on the hc. It was found the hp had left an unused line clamp open on the disposable cassette. The hp started over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error (se) 2240 was confirmed, based on the customer report, and the root cause was determined to be use error, due to an open clamp. The labeling instructs the customer to ensure clamps on unused lines are closed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.